Event description:
Pt pulled catheter line and apparently broke it, resulting in a piece floating in the pulmonary artery. The embolized segment of the catheter was removed from the pt in special procedures under fluoroscopic guidance. The foreign body was found to be 36.5 cm long and 0.1 cm in external diameter. There were no pt complications.